Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Device evaluation results: one cadd legacy 1 pump was returned for investigation in used condition. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The reported problem "error code 1310" was found in the event log. Functional testing revealed "error 1310" displayed upon start up with batteries installed. The customer reported product problem was therefore confirmed. The root cause is traced back to user. This error occurs when the device is left idle/unused with batteries installed and the batteries become discharged. The batteries were charged. The code was cleared. The pump subsequently passed all functional and delivery testing.

Event description:
It was reported that a smiths medical pump exhibited a error code 1310. No patient harm has been reported at this time.